Manufacturer narrative:
(B)(4): redness and pain. This is four of five 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00288, 2084725-2010-00289, 2084725-2010-00290, 2084725-2010-00291 and 2084725-2010-00292.

Event description:
The customer reported that 5 patients acquired a pseudomonas aeruginosa infection after having arthroscopic procedures using scopes that had been processed in their sterrad nx. The patient's had a shoulder arthroscopy procedure, a knee arthroscopy with an anterior cruciate ligament repair using allograft, and the other three had knee arthroscopy. Two of the patients were treated with antibiotics only. The other three patients required additional surgery for incision and drainage of the wound. During the time of the patient's surgeries, a variety of ruhof enzymatics were utilized and customer confirmed that pseudomonas was found on the sponges used for cleaning of the instruments. At the time of these events, the process was to complete the surgery, take the surgical instrumentation to decontamination, and spray the devices with ruhof prepzyme (catalog #345prp). The devices were then washed using endozyme aw triple plus with apa (catalog #345apa) and water. During the cleaning process, an additional enzymatic impregnated sponge was used. The devices were rinsed and dried using medical grade compressed air. The aptimax trays and silicone mats that were used to store the camera and arthroscope were wiped with alcohol between uses. The cleaning process was changed since these occurrences. There were 4 camera sets and it is unknown whether the same set was used for each patient. The customer stated that they are not reprocessing any single use devices. This is report four of five. The patient had a right knee arthroscopy on (B)(6) 2010. On (B)(6) 2010, he experienced an infected right knee and returned to the hospital for irrigation, debridement, and placement of a drain. He was treated with intravenous cefazolin and switched to intravenous ceffriaxone pending culture. On (B)(6) 2010, he was treated with intravenous levofloxacin IV after confirming pseudomonas. On (B)(6) 2010, he was discharged on oral levofloxacin and is currently doing well.

Manufacturer narrative:
(B)(6). Correction: device evaluated by mfg - yes. Correction: device manufacture (mo/yr): february 17, 2009; expiry date: na. Correction: device available for evaluation? Yes - returned to mfg. 10/6/2010. Correction: concomitant medical products - smith and nephew camera lens. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and the system hazard user misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend of hr-procedure related failures. Trending analysis for hr-procedure related issues associated to the sterrad nx did not constitute a significant trend. The shuma (system hazard user misuse analysis) relating to hr-procedure related indicates the risk associated with improper cleaning of devices prior to sterrad processing may leave behind protein residues that prevents effective sterilization. This risk has been assessed as a category ii risk - the risk is as low as reasonably practicable. There were five cultures received at asp. The samples were sent to an approved supplier for microbial ID testing of the sponge, scope, and patient isolates. The data received from customer regarding strain typing performed at stanford was reviewed. The sponge isolates and patient isolates identified as p. Aeruginosa were confirmed a match with the exception of one patient which was unique. (Note: be sure to change to "this patient" on ja's supplemental MDR.) The isolates identified as pseudomonas aeruginosa and stenotrophomonas maltophilia were sent to asp for evaluation. An efficacy study was performed with the nine (9) returned isolates. The isolates tested did not demonstrate any resistance to the sterrad nx half-cycle. The results demonstrated effectiveness of the sterrad nx standard cycle in sterilizing the isolates. The customer requested a proactive system check to confirm that the unit was functioning properly. An asp field service engineer (fse) performed a systems check on (B)(4) 2010 and found the system in operational condition. The fse checked the system parameters to manufacturer specifications. An empty test standard cycle was run which confirmed that the system met manufacturer specifications. The fse also ran a standard biological indicator (bi) validation cycle using an asp challenge pack and trays. The cycle completed normally. The customer confirmed that the bi test was negative. All cycle print-outs associated with the event dates were reviewed, and found that all cycles passed. Based upon a review of the information above, all evidence indicates that the sterrad nx unit was functioning properly at the time of these events. All biological indicator (bi), chemical indicator (ci), and cycle printouts indicate successful completion of the sterrad nx cycles. The unit was checked by an asp field service engineer (fse) and it was found to be performing within manufacturer specifications. Asp demonstrated that the sterrad nx standard cycle is successful in killing the bacteria isolated from the patients, sponges, and scope. Therefore, there is no indication that the sterrad nx malfunctioned or contributed to the reported events. There is a possibility that the events were attributed to the facility's cleaning practices.

Manufacturer narrative:
Correction: changed event type to adverse event device.